Event description:
A report was received that the patient's ipg had stopped working and the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg had stopped working and the patient was having difficulty charging the ipg. The patient will undergo an ipg replacement procedure.